Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order status was not updated correctly. The technical support specialist (tss) dialed in to the gatekeeper under carefusion communication engine [cce] and pyxis group 5, verified the order status on the electronic system [es] webpage as discontinued, requested an active order with a similar issue for further investigation, and confirmed that no additional orders were affected. The customer informed tss that the case could be closed and case will be reopened if issue reoccurs. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the station did not update the medication status correctly after an order for a medication was discontinued. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.